Event description:
Customer reported the system was displaying a filament regulator error and low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, generator driver and high voltage regulator pcbs. System operates as intended.